Event description:
The customer received questionable high vitamin d total gen 2 results for one patient sample from two cobas 8000 cobas e 602 modules. The initial result was >100 ng/ml with a data flag from cobas e602 serial number (B)(4). The repeat result on (B)(6) 2018 was 110 ng/ml from cobas e602 serial number (B)(4). This result was reported outside of the laboratory. The sample was repeated with a dilution and the results were 155.9 ng/ml and 145.22 ng/ml. The cobas e602 analyzer used for this testing was not provided. The sample was sent to another laboratory and the result was 55 ng/ml. There was no allegation of an adverse event. The field service representative verified the analyzer performed within specification. Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay ¿ non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. Further investigations into the reported issue are ongoing. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. A workaround has been provided to customers. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
After further investigation it was determined that serum samples are not affected by the recall. Correction/removal report number has been updated.